Event description:
It was reported that the pico dressing was applied and the patient left the or with it functioning but throughout the night all three red lights and the green light were illuminated. The next morning the batteries were changed but the result was the same. A new kit was opened and just switched out the battery pack and tubing for a new battery pack and tubing and that seemed to work.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico 7. There have been further complaints reported with this failure mode in the past three years. The device was used in treatment. As the device was not returned a thorough evaluation could not be carried out. It was reported that all indicator lights were solidly illuminated. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. We have not been able to confirm a relationship between the event and the device. We do not have sufficient information to determine a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.